Manufacturer narrative:
The field service engineer could not find a cause. He checked the analyzer, cleaned and dried the electrodes, and check the reagents. He cleaned the dilution vessel and ran sample probe cleanings. He ran ise checks and a precision. The customer ran calibration and qc with all results in range.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 164 mmol/l and the repeat result was 166 mmol/l. The repeat result from another analyzer was 146 mmol/l. Sample 2 initial chloride result was 119 mmol/l and the repeat result on another analyzer was 105 mmol/l. The questionable results were reported outside of the laboratory and corrected reports were sent. The sodium electrode lot number was d16 with an expiration date of 06-aug-2023. The chloride electrode lot number was u86 with an expiration date of 258-apr-2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within the acceptable range, there was no indication of a performance issue with the reagent. The analyzer alarm trace did not contain a conspicuous event.